Manufacturer narrative:
The reported event of ¿lead non-capture¿ was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found an external abrasion of the insulation exposing the inner coil at the s-curve region. The cause of the reported event was isolated to external abrasion consistent with friction to another device or features of the heart.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine device check. Interrogation revealed that the left ventricular lead exhibited loss of capture. Programming changes were made to deactivate the lead. The patient was stable.

Event description:
New information received notes that the patient's left ventricular lead was removed and replaced. The patient was discharged.